Event description:
It was reported that about a year ago, patient noticed when checking implanted neurostimulator with the programmer, the implant was off and they had to turn it back on. Caller states not knowing why this happened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.